Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that if the patient lays down or stretches their device goes wild, it goes really high and the patient said this started 4-5 months ago (2019). The patient had a bad fall last summer in july, and the patient fell and fractured their shoulder. The patient also mentioned that the device was put in for their hip pain, but after the implant she found that she was having lower back pain and wanted to know if the device could also help with that. No further complications were reported. No additional patient symptoms were reported.